Event description:
It was reported that a cancellous screw head broke off during a procedure to repair a femur fracture. The screw shaft was left in the bone; the screw head was removed. The procedure was completed successfully with no surgical delay and no harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .